Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 17-apr-2023. Investigation summary: customer returned 24 mixed and used pen needles. It was reported by the consumer that pen needles clog during priming. All the needles were visually inspected and was found that 3 needles have broken non patient end, 11 needles have bend non patient end canula, 3 needles have the patient end cannula bended, and 6 did not have bended or broken canula. The flow test was conducted on the needles with no issues and the ones with bended patient end cannula. No issues were found during the flow test. Most likely the cause of the clog was the bended and broken non patient end canula. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the samples received, embecta was able to confirm the customer¿s indicated failure of needle clog. The root cause can not be confirmed as the returned samples were open.

Event description:
It was reported that during use with 2 lots of bd nano¿ pro ultra-fine¿ pen needles 32g x 4mm the needle would not prime. There was no report of patient impact. The following information was provided by the initial reporter: consumer reported needle clog during priming. Consumer does not re-use.

Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. H3 other text : see h10.

Event description:
It was reported that during use with 2 lots of bd nano¿ pro ultra-fine¿ pen needles 32g x 4mm the needle would not prime. There was no report of patient impact. The following information was provided by the initial reporter: consumer reported needle clog during priming. Consumer does not re-use.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 2054700. Medical device expiration date: 28-feb-2027. Device manufacture date: 23-feb-2022. Medical device lot #: 2110715 . Medical device expiration date: 30-apr-2027. Device manufacture date: 20-apr-2022. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with 2 lots of bd nano¿ pro ultra-fine¿ pen needles 32g x 4mm the needle would not prime. There was no report of patient impact. The following information was provided by the initial reporter: consumer reported needle clog during priming. Consumer does not re-use.